Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip cover damage. It was reported that during preparation, while loading the clip into the clip introducer (ci), the ci started cutting the clip cover off the clip. The clip was removed and the clip delivery system (cds) was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported difficult to insert the clip introducer (ci) over the clip was not confirmed via returned device analysis. The clip cover tear however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the difficulty inserting the ci over the clip resulting in the torn clip cover appears to be likely related to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.